Event description:
It was observed that during the device evaluation, the rigid video scope exhibited the fiber bonding in the outer tube area (distal end) was damaged and the image resolution was inadequate (blurry image).there was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: it was detected that the charged coupled device is broken and therefore the image resolution is inadequate. Additionally, the fiber bonding in the outer tube area (distal end) damage was due to a component failure of the outer tube distal end. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.